Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to non-diabetes related. The customer's blood glucose was 159 mg/dl at the time of incident. The customer also reported that the battery compartment was broken and there was no display on the screen. The customer stated that they fell with the insulin pump. The customer declined to troubleshoot for blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms noted during testing. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarms. The pump had minor scratches on the lcd window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.